Manufacturer narrative:
According to the clinician the catheter had been placed in the patient's left brachial vein on (B)(6) 2021 without issue ("seamless insertion per my team nothing out of ordinary"). According to the clinician's notes, the catheter was trimmed to 16cm, where 15 cm was inserted into the patient's vein and 1 cm remained outside the insertion point. The clinician attributed the cause of the occluded catheter to the hospital's ". Very poor care and maintenance" of the device. A review of the affected lot's DHR did not reveal any deviations, anomalies, or other issues which would contribute to the reported event.

Event description:
The clinician reported that the hydromid catheter had occluded 2 days after being implanted.